Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm when the spo2 dropped to a reading of 50. Biomed tested the unit and the issue could not be duplicated as the cns did alarm. Technical support (ts) sent the customer the cns event investigation guide. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when the spo2 dropped to a reading of 50. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when the spo2 dropped to a reading of 50. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm when the spo2 dropped to a reading of 50. Biomed tested the unit and the issue could not be duplicated as the cns did alarm. Technical support (ts) sent the customer the cns event investigation guide. There was no patient injury reported. Investigation summary: nk clinical application specialist spoke with the customer and they were able to see in the event list that the cns alarmed during the event and that it was active for 2:28 sec. Based on the available information, a definitive root cause could not be identified. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/05/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/09/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/21/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 02/05/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/09/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/21/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 02/05/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/09/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/21/2022 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 02/05/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 12/09/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 12/21/2022 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # (B)(4) follow up 001.